Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 596 mg/dl at the time of the incident. Customer stated that 2 days ago blood glucose level was running in the range of 500 mg/dl. Customer¿s other relevant blood glucose levels were 281 mg/dl and 220 mg/dl. Customer treated with bolus for high blood glucose. Customer stated that the auto mode was inactive. The insulin pump will not be returned for analysis.